Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the catheter was placed into the right ventricular apex via the right femoral vein and connected via a cable to the external pulse generator (epg). The cable was inserted into the right ventricular port, but intermittent capture occurred despite optimal catheter placement. It was reported that the pacing only worked correctly when the cable was held at a specific angle. Normal pacing resumed after replacing the epg and using the same cable, plugged into the ventricular port. No patient complications have been reported as a result of this event.